Event description:
Reportedly, the pulltube pin did not fit properly, and the pin came out causing the bed to separate into 2 pieces. Person was injured when tried to move a bed from storage. The ring finger on the left hand was cut and had to be surgically removed from the first knuckle up.